Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. No patient injury was reported.

Event description:
The customer reported the system displayed a pre-charge voltage error. No patient injury was reported.